Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during an unknown cycle of peritoneal dialysis while the patient was connected. It was stated that the tubing of the minicap transfer set appeared to be malformed just below the twist sleeve, further described as a "ridge", a "crease" and a "dent" which developed into a leaking hole. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.